Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level over 300 mg/dl. Reportedly, the customer believed that the pump was delivering insulin slowly. The customer also indicated that use error may have contributed to the event; however declined to perform a system check with tandem technical support. Reportedly, the customer reverted to an alternate pump for insulin therapy.